Event description:
The tigerpaw system ii is misfired. Only one third of the 9 pins fired. The left atrial appendage was torn. A suture surgical repair of the left atrial appendage had to be done.

Manufacturer narrative:
The tp15aj09 device history record (DHR) for the lot number 1438m and corresponding lots for subassemblies were reviewed; there were no non-conformances that could be considered related to the reported event. There are no other complaints for lot #1438m. This failure mode was investigated per the CAPA 14-06. Health hazard evaluation (hhe) was completed.